Manufacturer narrative:
Other, other text: the returned device was evaluated and it was confirmed that the device powered off and triggerd a watchdog alarm due to a defective component on the instrument board.

Event description:
The customer reported the radical-7 device turns off and doesn't hold charge. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. .

Event description:
The customer reported the radical-7 device turns off and doesn't hold charge. There was no patient impact or consequence reported.